Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was sleeping when the pump alarmed unexpected restart. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer stated that the unexpected restart alarm recurred during normal pump use. The customer was advised that the pump will be replaced. The customer was advised to monitor the pump until the replacement arrives.

Manufacturer narrative:
The insulin pump passed displacement test and a21 error test and no a21 alarm noted. However, the insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked belt clip slot and cracked battery tube threads.